Event description:
Implant failure. Primary stability and osseointegration achieved. At the time of surgery local infection/subacute chronic osteitis. Infection, pain, swelling, mobility. Implant became infected due to poor hygiene around the implant.